Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. The patient had examination which found arthritis caused by an oversized head, and the patient was scheduled for a revision approximately 30 month post primary surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant products: 00771100910, femoral stem, 63083432. 00500104900, shell 49 mm o.d., 62624636. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is experiencing pain and dislocation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: femoral head sterile product do not resterilize 12/14 taper catalog#: 00801802802 lot#: 62754134; liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells catalog#: 00500104728 lot#: 62772327; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length catalog#: 00771100910 lot#: 63083432. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed with medical records received. Medical records state patient was revised from bipolar hemi hip arthroplasty to total hip arthroplasty due to pain, disease progression - arthritis, limited range of motion, and heterotopic ossification. Upon entering the joint, minimal amount of synovial fluid was found within the acetabular space. Moderate amount of heterotopic bone was noted posteriorly. The head was removed and a new head, liner, shell with 2 screws were implanted. No complications occurred during the procedure. The presence of only minimal amount of synovial fluid the acetabular space contributes to increased pain due to friction between the implant and natural acetabulum. X-ray report prior to revision surgery stated that patient had superolateral joint space narrowing, osteophyte, and cyst at the acetabulum. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined by the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. The patient had examination which found arthritis caused by an oversized head, and the patient has undergone a revision surgery on an unknown date. Attempts have been made and additional information on the reported event is unavailable.